Event description:
It was reported that the hose clamp on an (B)(4) concentrator is leaking. Per independent repair center statement, the unit had a low o2 yellow indicator light. The key failure was: the hose clamp was leaking.